Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt mentioned that the have been experiencing pain before they had their MRI (about 8 or 10 days ago). However, after they had the MRI, they had major problem with their implant and that they feel like implant's been burning really bad. Pt mentioned that when they sit, the implant would stick out and when they bend, they feel the implant has moved. Agent redirected them to their healthcare provider (hcp) however, pt mentioned that their hcp is not responding.